Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the stylus touch pen was not always working with the touch screen, it did not work all the time at one horizontal line on the screen and the bezel shield assembly was replaced to resolve and calibrated to the stylus. It was additionally noted that the hard drive health was at 99% and the system fan was noisy, both were replaced to resolve. The device then passed final functional and system tests and no other anomalies were found. (B)(4).

Event description:
Other stylus touch pens were attempted with the programmer, which did not resolve the issue. No patient complications have been reported as a result of this event. It was further reported that the programmer has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer pen was not working correctly. Calibration of the pen did not resolve the issue. The programmer is expected to be returned. There was no patient involvement.